Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a robotic assisted low anterior resection, the surgeon used the device as a port for 10mm camera. However, he found the product leaked air once he placed the trocar into the patient. It is unknown how the procedure was completed. There were no adverse consequences for the patient.